Event description:
The explanted device was discarded per hospital policy. No other relevant information has been received to date.

Event description:
Information was received from the np that the pain was at the generator site, and it is unknown if the vns was the cause of the pain. Per the np, the explant was for patient comfort and not to preclude a serious injury. No other relevant information has been received to date.

Event description:
The patient's device was explanted due to discomfort and lack of efficacy. The explanted device has not been received by the manufacturer to date. No other relevant information has been received to date.